Event description:
A 24mm diameter x 24mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an 4.7cm abdominal aortic aneurysm. The patient was enrolled in clinical trial. 22 days post stent graft implant, the patient complained of left hip and thigh pain and was diagnosed with a subacute thrombosis in the left limb of the stent graft. Twentysix days post stent graft implant, a femoral to femoral bypass graft was required to treat the occlusion. There were no operative or post operative complications. Fifteen days post graft bypass, the patient experienced claudication in the right leg with the no symptoms in the left calf. There were no symptoms of ischemic rest pain and the patient did not want to undergo surgical intervention. The patient did have significantly improved perfusion to left lower extremity. The patient has atherosclerotic diabetic femororpopliteal, tiboperoneal lower extremity arterial occlusive disease. Per the operative report the patient is stable from a vascular standpoint. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation conclusion: device failure/lack of effectiveness related to patient condition (arterial occlusive disease).